Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. Evaluation of the submitted system controller log file confirmed an isolated pump stoppage event on (B)(6) 2016 at 3:30 am. The event lasted approximately three seconds and the recorded data showed that low speed operation and motor stopped alarms were active. An additional low speed event was recorded following the pump stoppage event, which appeared to capture the pump ramping back up to the set speed. A low flow hazard alarm was recorded during this event which captured an estimated flow rate of 2.4 lpm. This isolated pump stoppage event may be the result of a high current event; however, a root cause for the pump stoppage event or potential high current event could not be conclusively determined. No other atypical events or alarms were captured in the log file, and no further events or alarms were reported by the center. X-ray images of the internal and external portions of the driveline were unremarkable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, when the patient got up to use the restroom, there was an unspecified audible alarm from the system controller and the patient felt a little dizzy. The patient pressed unspecified buttons on the system controller, the alarms disappeared, and the patient felt well again. The patient was admitted to the hospital. System controller log files reviewed by the manufacturer's technical services representative showed one brief pump stoppage event. X-ray images of the entire driveline, internal and external to the patient, showed no visible areas of any significance. On 06/28/2016, the manufacturer's technical services representatives performed a driveline evaluation. A visual inspection of the driveline external to the patient proved inconclusive for any damage or issues. Electrical continuity testing found that all 6 wires passed. No alarms or complaint issues were able to be reproduced through driveline manipulation or patient thorax movements. Shielding deterioration was normal and showed no evidence of arcing. The entire length of the outer silicone jacket was opened for visual inspection and manipulation while the lvad system was connected to a normal grounded power module patient cable. No fluid was found inside. The silicone jacket was repaired with rescue tape. The patient was provided with an ungrounded power module patient cable. It was reported that the patient would be monitored regularly while on the high urgency transplant list. No further information was provided.

Manufacturer narrative:
Device evaluation: the explanted device was returned for evaluation. The driveline was returned with the driveline cut approximately 2.5 inches from the pump housing and the remainder of the driveline was returned in one segment. Electrical continuity testing of the returned portions of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, the metal braided shield appeared unremarkable. Visual inspection of the underlying wires under a microscope revealed a breach in the red wire insulation on the portion of the driveline which would have been internal to the patient, at approximately 3 inches from the nipple of the pump housing. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement of the driveline at this location and abrasion against the metal braided shield. The inner metal conductors of the red wire were exposed as a result of the insulation breach. Microscopic inspection and high potential testing revealed no additional areas of compromised wire insulation along the entire length of the returned driveline segments. If the exposed conductors of the compromised red wire contacted the metal braided shield while the system was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the low speed events and pump stoppage captured in the submitted system controller log file. Visual examination of the pump's blood contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2016. No further information was provided.